Event description:
It was reported that during a coronary stent procedure of a calcified left main, crossing difficulties were encountered. During removal, the stent dislodged in the left main and was retrieved with a snare. Pt status was listed as "okay".